Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. The second clip delivery system (cds) was advanced and placed on the mitral valve; however the clip failed to establish final arm angle (efaa). Four attempts were made however unsuccessful therefore the cds was removed and replaced with another one. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot at this time. All available information was investigated and a cause for the reported clip opening while establishing final arm angle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.